Manufacturer narrative:
Additional information: d3, d4, d9, g3, h2, h3, h4, h6. One hewlett packard color laser jet pro was received for evaluation. Evaluation testing required using a power, universal serial bus (usb) cable, and a claris display workstation. Testing revealed that upon first power-up, the printer started its power-on-self-test (post), which was successful. When completed, it stated it was lacking paper. Paper was added and test page, network page, and a cleaning page was attempted. Power input and input module testing was performed and noted to be good. The side panel was then removed to help identify the location of the smoke. During this time no smoke was visible, but a smell did begin, then smoke was seen from the power module board area prior to the motors. The power assembly was de-installed and inspected and thermal damage was noted to the main capacitor (c125), which is where the smoke was originating. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was attributed to the power supply board within the printer.

Event description:
Visible smoke was noted on the printer for the claris system. There was no patient involved.